Event description:
A patient was undergoing a second gamma knife treatment on (B)(6) 2013 when the treatment was delivered to the wrong side of the brain.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Manufacturer narrative:
The manufacturer's investigation concluded that it was apparent that the plan and the verification were completed incorrectly by the responsible clinicians. The equipment performed as intended during planning and treatment. Please note that this is the final report.